Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during a procedure, the tip of the 60-5274-132 was noticed to be broken; a detached piece was retrieved from the patient. The procedure was completed with an alternate device and no reported surgical delays. No patient injury was reported. This report is being raised on the basis of a malfunction with potential for injury with recurrence.

Manufacturer narrative:
Correction of statement from "a two-year review of complaint history revealed 22 other similar complaints, with 23 devices, for this product family and failure mode. During this same time frame, 262,594 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.009 percent, if all complaints were confirmed" to "a two-year review of complaint history revealed 23 other similar complaints, with 24 devices, for this product family and failure mode. During this same time frame, 262,594 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.01 percent, if all complaints were confirmed" due to discrepancy found upon closure of record.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found the sheath was damaged and missing a piece at its distal end, the broken piece was not returned. The device was functionally tested and functioned as expected. A review of manufacturing documents was not possible as the lot number for this product was not made available. A two-year review of complaint history revealed 22 other similar complaints, with 23 devices, for this product family and failure mode. During this same time frame, 262,594 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.009 percent, if all complaints were confirmed. The instructions for use advises the user of the following. - to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. - do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula. - examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.